Event description:
The customer stated that she was treated by paramedics due to hypoglycemia. The reported blood glucose reading was 18 mg/dl. Troubleshooting was performed and found that the insulin pump passed the displacement test. The insulin pump was programmed and reading the reservoir volume correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.